Manufacturer narrative:
The device was not returned by the customer, therefore, no product analysis could be performed.

Event description:
It was reported that this pacemaker had entered safety mode. Technical services (ts) was consulted and recommended device replacement. The pacemaker was explanted and successfully replaced. The pacemaker has not returned for analysis. No additional adverse patient effects were reported. Additional information was received, and this patient had also experienced pocket stimulation, oversensing, noise and pacing inhibition. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker had entered safety mode. Technical services (ts) was consulted and recommended device replacement. The pacemaker was explanted and successfully replaced. The pacemaker has not returned for analysis. No additional adverse patient effects were reported.